Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: dimensional inspection showed that there is sufficient information to support that it is a v40 taper rather than a pca or a c-taper head. Visual inspection was performed as part of the material analysis . The distal and taper surfaces exhibited burnishing and wear consistent with movement against the femoral stem trunnion. The harder femoral head material had visibly less material loss than the mating trunnion. The report concluded: movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. Due to the degradation present on the taper and trunnion surfaces, it was not possible to evaluate the condition of the taper lock that permitted movement to occur. No material or manufacturing issues were observed on the device features evaluated. Insufficient medical records were received for review with a clinical consultant. The device history and complaint history could not be performed as a valid lot ID was not provided and the lot ID was not legible on the returned device. Conclusions: the exact cause of the event could not be determined because insufficient information was provided, however, there is no evidence that the event was material or manufacturing related. Further information such as device details, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Revision of abg2 stem/trident cup. The v40 lfit head had come off trunnion and stem, and it had been rubbing against head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of abg2 stem/trident cup. The v40 lfit head had come off trunnion and stem, and it had been rubbing against head

Manufacturer narrative:
Removed death date.

Event description:
Revision of abg2 stem/trident cup. The v40 lfit head had come off trunnion and stem, and it had been rubbing against head.